Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing the femoral artery sheath and closing the puncture site the 6f exoseal vascular closure device (vcd) could not properly close the puncture site. Manual compression was used for hemostasis. There was no reported patient injury. The case was an interventional femoral artery procedure. The hospital reported this case as a serious injury adverse event to the china nmpa. The device will be returned for evaluation.